Event description:
Suture needle of a 0 vicryl ur-6 (ref number vcp603, lot# "rkmcba", expiration 08-31-2026) broke in half leaving the sharp end embedded in the patient while closing fascia. X-ray was called immediately to obtain stat images to locate needle. The patient needed to be repositioned supine in order to obtain optimal imaging for needle retrieval. The suture needle was removed from the pt and the incisions were closed per usual manner. The incisions were not fully closed prior to suture needle being removed from pt.